Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center experienced a frozen video image. The issue occurred during a flexible sigmoidoscopy procedure, which was completed using an olympus backup device. There was a delay in the procedure. No patient harm was reported.